Event description:
It was reported that the inflation line detached from the outer cannula on two, size 6 dct, disposable cannula low pressure cuffed tracheostomy tubes. This was reportedly detected upon opening of the product packaging. There was no direct pt involvement. One 6 dct devices was returned to the MFR on 03/19/98 for identification, analysis and investigation.